Event description:
This patient was on a trilogy ventilator and an oxygen breath was given. After the breath was given, the ventilator alarmed and a message said low oxygen flow. The ventilator circuit, connections, and oxygen supply were all checked and all intact. The patient was then switched back to the servo at this time.